Event description:
During an atrial fibrillation (a-fib) procedure, a farawave catheter was selected for use. The wire could not be advanced during the procedure, so the catheter was replaced. The procedure was completed successfully without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.